Manufacturer narrative:
Standard procedure from nrp (neonatal resuscitation program) dictates that at least two clinicians certified in neonatal resuscitation must be in attendance during ever resuscitation. The clinicians do not leave the bedside of the infant until the baby is stable or transported to the nicu. In addition, pulse oximetry monitoring results are displayed on the monitor. Preliminary findings were that the default alarm was working; however, the user-adjusted alarm setting is what appeared to have failed. This user-adjusted alarm setting is independent of the values displayed on the monitor. The patient's actual oxygen saturation and pulse rate parameters are displayed correctly on the warmer device's screen. The user-adjusted alarm limits being displayed may be different than what the system uses for alarm activation.

Event description:
It was reported that the giraffe warmer spo2 alarm was not working. The issue was discovered by the hospital biomedical engineer during preventive maintenance. There was no report of patient involvement.